Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. The device was reprogrammed accordingly. Patient was stable after the event.